Manufacturer narrative:
Analysis of the data logs were performed. It was noted that the e-stop was not disengaged for 4 minutes. Was causing the error message. The system was performing as intended.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the pendant showed an error stating error initializing collimator on boot up. System was unable to take spins. Rebooting resolved the issue. There was no patient present when this issue was observed.

Manufacturer narrative:
Unique device identification (UDI) provided. There was a delay of less than 1 hour. No known impact on patient outcome. If information is provided in the future, a supplemental report will be issued.